Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, it was reported that there were incomplete donuts (both proximal and distal, and there was a reported intraoperative leak during the surgeons standard leak test. The fa reported that he followed proper operating sequence for firing the device. The fa reported that he did hear/ feel the washer "break" and felt or heard no unusual noises upon firing the device. It was also noted that the surgeon hand ties her purse string on the proximal side of the colon. The surgeon has able to over sew the leak using suture.